Manufacturer narrative:
The complaint alleged that the ilet bionic pancreas would not charge despite the use of multiple replacement chargers. Technical support reviewed the complaint history and facilitated replacement logistics for the device. Review of the device engineering logs was performed and did not identify any charging, battery, or power subsystem malfunctions. During follow-up handling, the device was placed on a charge pad and was observed to power on and charge to full without issue. Based on the available information and log review, the reported inability to charge could not be confirmed. No adverse clinical effects were reported, blood glucose remained stable, and no medical intervention or hospitalization occurred. The investigation concluded that the complaint was unconfirmed and no device malfunction was identified. The event will be documented and trended in accordance with established risk management and complaint handling procedures. This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Manufacturer narrative:
Investigation included review of product history, complaint history, and user-reported performance, along with plans for device return and analysis. Investigation of this case revealed persistent charging failure unresponsive to charger replacement, indicating a probable device-level charging/power fault. It was concluded that the event was attributable to a device malfunction of the charging system, with no patient harm and restoration of therapy via replacement device.

Event description:
It was reported that the ilet failed to charge despite multiple replacement chargers, consistent with a device hardware malfunction involving the power/charging component; a replacement ilet was arranged, and the current device will be returned with a provided shipping label. Symptoms included no adverse physiological effects and no reported hypoglycemia or hyperglycemia-related symptoms. Outcomes included no injury, no medical intervention, and no interruption of insulin therapy beyond device replacement logistics.